Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient/printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty patient board, a worn lock latch causing a poor connection and the software version needed to be updated from 4.00 to 4.10. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during maintenance, the dvi (digital visual interface) port was not working and the pigtail in the front when plugged was loose on the evis exera iii video system center. Upon inspection and testing of the customer returned device, the printed circuit board had failure. This report is being submitted as a MDR based on this evaluation result. The procedure was completed with another device. There were no reports of patient harm associated with this event.